Event description:
It was reported that a wheelchair bound paraplegic end user who uses the hollister apogee intermittent urinary catheters had ongoing pain and discomfort in his bladder. It was reported that this pain had been ongoing for 6 months. It was further reported that the end user believes the catheter packages did not have airtight seals. It was reported that the end user's urologist prescribed the use of foley catheters instead. It was further reported that the end user switched back to the hollister apogee catheters in february and several weeks later, his testicle had swollen to the size of a tennis ball. It was reported that he went to the emergency room and was diagnosed with epididymitis with hydrocele. It was further reported that the end user was admitted to the hospital for 5 days and was prescribed two weeks of bedrest, ice & antibiotics at discharge.

Manufacturer narrative:
Representative samples from the same lot retained by the plant and returned from the patient were tested in the plant and passed the package integrity testing. No air leaks detected. The DHR review was completed and no issues identified. Sterilization records reviewed and no issues were identified. A causation between the apogee intermittent catheter and the reported epididymitis & cystocele could not be established.